Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("hip, back and right lower side hurts constantly"), back pain ("hip, back and right lower side hurts constantly"), arthralgia ("hip, back and right lower side hurts constantly"), burning sensation ("feel the burning sensation") and urinary tract infection ("had a uti"). The patient was treated with surgery (removal date is (B)(6) essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, back pain, arthralgia, burning sensation and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, burning sensation, pelvic pain and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("hip, back and right lower side hurts constantly"), back pain ("hip, back and right lower side hurts constantly"), arthralgia ("hip, back and right lower side hurts constantly"), burning sensation ("feel the burning sensation") and urinary tract infection ("had a uti"). The patient was treated with surgery (removal date is may 5th). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, back pain, arthralgia, burning sensation and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, burning sensation, pelvic pain and urinary tract infection to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.